Event description:
The pt received two epidural leads with the same lot number. It was reported the pt was unable to increase the amplitude of the stimulation due to the system auto-reducing. The sjm rep met with the pt and determined two of her epidural leads had invalid impedances. The pt's two other leads were used in the reprogramming, and the pt received partial stimulation coverage. It was reported the pt was satisfied with the partial coverage at this time and did not want to pursue surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.